Event description:
It was reported that the device exhibited "cassette sensor defective." The fault was found during testing. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event has been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/13/2024. H3 and h6. Codes: updated. Device evaluation: the complaint of, ¿cassette sensor defective¿, was unable to be confirmed through functional testing. Ran the pump with the customers program from event log for ten minutes. Event log shows four occurrences of cassette not attached properly. The root cause was unknown. Upon further investigation, the liquid crystal display (lcd) lens was scratched, the battery door was missing, the downstream occlusion (dso) seal was delaminated, the battery compartment was missing all three silicone pogo pin tubes. Replaced the lcd lens and lens gasket, battery door, dso seal, silicone tubes. Performed dso/uso sensor calibration as preventative maintenance. Software updated. Unit reset to standard configuration. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.